Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. Reimplantation surgery is being discussed.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. Reimplantation surgery is being discussed.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. In addition, damage to the active electrode caused by the reported mechanical impact was found. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. The user was re-implanted.